Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon initial inflation, it was noted that the balloon ruptured in a pinhole form at the middle part at 6 atm for 6 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient condition post procedure was good.